Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture and exchange from textured to smooth due to concerns of the product. Healthcare professional reported ¿intracapsular fluid consistent with an implant rupture.¿ device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, rupture

Event description:
Patient reported left side rupture and exchange from textured to smooth due to concerns of the product. Healthcare professional reported ¿intracapsular fluid consistent with an implant rupture.¿ device remains implanted.